Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device indicator shows "x". There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by the customer. Based on the information available and the testing conducted, the cause of the reported problem was caused by the bad contact of external paddles. The reported problem was confirmed. Hospital equipment department repaired the paddles, and the device was back to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : customer evaluated the device.